Event description:
Report received of a tubing separation at the distal end of the proximal y-site of a primary plumset. The customer reported that the tubing was noted to be separated upon taking it out of the packaging prior to use. There was no reported adverse pt event. Though requested, no add'l info was provided.